Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The belt receptacle wires were damaged and severed.  The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.